Event description:
Hypotensive pt with low heart rate placed on lifepak 20 for monitoring purposes at hosp-owned off-site health center. Almost immediately after second pad applied, pt received two successive shocks. Ems was called and pt brought to hosp emergency center.